Event description:
Incident description: product never went in patient. The sheath was flushed and while advancing the dilator cardiovascular technologist (cvt) noted the dilator was deforming the curve and poking through the back-end. Replaced with another of same. Zero problem advancing the dilator. Notes from the ep procedure: three sheaths were inserted into the right femoral vein (rfv) (9,8,7fr) using ultrasound guidance. An 8fr intracardiac echocardiography catheter was inserted and advanced into the right atrium. Intracardiac echocardiography was performed which revealed normal lv function and no baseline pericardial effusion and was later used to guide the transseptal puncture. Notably the cavotricuspid isthmus (cti) anatomy was very curvilinear with a big pouch. A decapolar diagnostic catheter was advanced to the coronary sinus for left atrial pacing and recording. The cs was engaged but there was a prominent valve of vieussens and so a 4fr inquiry was tried. This too was unsuccessful. An 8.5fr mullens sheath was used for support and with the original bos sci decapolar through the mullens the valve or fenestration was crossed. Catheters/wires were advanced to the heart under fluoroscopic guidance. The right femoral venous 8fr sheath was exchanged over a wire for a medium curl agilis.